Manufacturer narrative:
Additional information provided in b.7. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, lens was clogged halfway during insertion and the lens could not be inserted more than that. The surgery was performed and completed after replacing the product with another one. There was patient contact. Additional information has been requested.